Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Review of the most recent repair record determined the inside surface of the side plates was worn, top handle worn, top hinges damaged, comb bent, carrier needed replacement, and bottom roller worn; however, the repair was not completed because the customer replaced the device and it was returned unrepaired. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that there was a problem that requires general service. Investigation found a bent comb. No adverse event was reported as a result of this malfunction.